Event description:
It was reported that the patient had two quad paddle leads placed occipitally. It was noted that the left lead was working great but the right lead was "causing troubles." It was noted that the patient was having "painful stimulation over the ear that is intermittent and not dependent on position when the patient has the 0 electrode programmed and used." It was noted that this issue started in (B)(6). It was noted that the manufacturer's representative had tried to not use the 0 electrode, but when the programming includes electrodes 1, 2, and 3, the patient cannot feel "anything even if stim is up to 10." It was noted that the patient had not had any falls or traumas since (B)(6). It was reported that the patient was just using the left lead at the time of report. It was noted that the patient could change the stimulation status (when electrode 0 was used in programming) by palpating the device. After a 1.5 volt impedance test was performed on the right lead with 0 as a reference, electrodes 1, 2, and 3 were 5196, 4841, and 5284 ohms respectively. When electrodes 1 and 2 were used as references, the impedance values for the other electrodes were within the normal range. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3986a45, lot# n340245, implanted: (B)(6) 2013, product type: lead. Product ID: 3986a45, lot# n377726, implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).